Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.  One (1) device was received for evaluation; one (1) event was confirmed during testing. One (1) device was found to be affected by a severed cord with exposed copper wires. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had exposed wires. There was patient involvement; no patient impact.